Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
On (B)(6) 2010, pt reported having a low blood glucose this morning of 32 mg/dl. Pt's normal target range is 770-140 mg/dl. Pt stated her mother tried to give her glucose tablets and orange juice but she would not digest it. Pt reported her mother called the paramedics and upon their arrival they provided her with a fluid IV and sucrose. Pt stated she declined to be taken to the hospital, but the paramedics remained on site until her blood glucose was 187 mg/dl. Pt reported she was unable to treat herself during the low blood glucose episode. Pt reported on (B)(6) 2010 before the low blood glucose episode, she bolused 2.0 units of insulin but did not eat all of her dinner. Pt stated she drank one alcoholic beverage before bed. Pt reported she feel since moving with her mother, she has been doing a lot more physical activities. Pt stated she has had some medication changes recently. Pt reported she will contact her medical professional to assist with general parameter adjustments. No product return was requested.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed random architect analyzer error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71451p100 was in use. The customer was advised to replace the rv lot, therefore replacements were sent to the customer. The issue was resolved with a new rv lot. There was no impact to patient management.